Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when rn tried to de-access port needle, the safety piece of the safestep huber needle did not engage and instead the plastic bottom piece disconnected, exposing the whole metal needle. No needle stick injury. It was reported this occurred with four devices. This report addresses the third device.